Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:, batch: 4360816 the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the system was explanted. It is unknown which lead contributed to the issue.